Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. It was reported that the white gasket at the bottom of the device came off before an unknown procedure. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor cable was in good condition, but motor was corroded. Further, fisher cap was missing, and keyboard resistance value was out of tolerance limits. The motor, keyboard and maintenance kit were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. User mishandling and/or lack of maintenance can be the most probable root causes of missing fisher cap. With the available information, we cannot determine the root cause of the other identified failures. The corroded motor, defective keyboard and missing fisher cap would have caused the customer to experience the reported problem. A manufacturing record evaluation was performed for the finished device serial/lot number (B)(6), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported by the customer as following: the white gasket at the bottom of the device came off before an unknown procedure. Spare one has been used to complete the procedure. No harm to the patient reported. No delay reported. No further information available. Loaner requested.